Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were not reviewed as the batch/lot number was not provided.

Event description:
It was reported that during an unknown procedure the device misfired and they were unable to remove the device. It is not yet clear which firing this occurred on. A like device of the same product code was used to staple around and remove the device. There were no patient consequences reported.